Manufacturer narrative:
Corrected data: g2 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, about 1 year and 4 months had passed since the product date of manufacture. It was not possible to determine whether the damage to the acoustic lens was due to stress, handling, or other factors. The instruction manual identifies the following related verbiage: ultrasound gastrovideoscope gf-uct180. Chapter 3 preparation and inspection: 3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was received and evaluated at rrc (regional repair center) olympus (B)(4). Inspection of the device, the customer error description could be confirmed. Deep cut/lifting part on the probe unit that reached to the hard part under the pink probe coating was observed. Further incoming inspection finding below: - probe unit leaky . - connecting tube incised, cuts observed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported , the device was found with broken rubber at distal end. The issue found at reprocessing. There is no patient involvement associated on this event. No user injury reported. Device return evaluation found the probe unit cracked.